Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they received no delivery alarm during basal. The customer's blood glucose was in the 400s at the time of incident, after a bolus it came down to 342 mg/dl. Troubleshooting was completed. The alarm may have been caused by an infusion set occlusion. Customer declined troubleshooting for high readings. The infusion set and insulin pump will not returned for analysis.